Manufacturer narrative:
On 18-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 22-nov-2021, it was noticed that the following information which was received on 12-nov-2021 was inadvertently omitted from the 3500a initial MDR: ¿it was physical damage on the valve. The valve was almost split in half. It did not completely brake into pieces, but it was almost split in half. The valve separated from the sheath. No air entered the patient¿s body as the sheath was not inserted into the patient. There was no issues because the sheath was never inserted into the patient so it did not require percutaneous or surgical intervention. Hemodynamics were not compromised due to bleeding as it did not cause additional bleeding. No medical intervention was required.¿

Manufacturer narrative:
It was reported that carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking from the valve after the dilator had been pulled from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was physical damage on the valve as the valve was almost split in half. It did not completely brake into pieces, but it was almost split in half. The valve separated from the sheath. No air entered the patient¿s body as the sheath was not inserted into the patient. There was no issues because the sheath was never inserted into the patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking from the valve after the dilator had been pulled from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was replaced and the issue was resolved.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).